Manufacturer narrative:
Section b5: the reports of driveline infection and hemorrhagic stroke prior to death are covered in related manufacturer report numbers: 2916596-2021-07385 and 2916596-2021-07386. Manufacturer's investigation conclusion: a direct relationship between the device and the advanced heart failure and patient outcome could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2021 due to advanced heart failure. The patient outcome was reportedly not device related and the pump operated as intended. (B)(6) was not returned for evaluation. Review of the device history records showed no deviations from manufacturing and quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Death is listed in the heartmate 3 lvas IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported through the patient outcome that the patient passed away on (B)(6) 2021 in hospice/ end of life care. It was additionally reported on (B)(6) 2021 that the patient passed away due to advanced disease and that their death was not device related. It was additionally reported on (B)(6) 2021 that the patient had a driveline infection and a hemorrhagic stroke prior to their death.